Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a (B)(6) year old female patient who had essure (batch no. B97490) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included body mass index normal and vaginal discharge. Family history included cancer (grandmother/aunts ¿ cervical). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and amnesia ("neurological conditions or problems ¿ memory loss;"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, bleeding menstrual heavy, migraine, headache, weight increased, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, amnesia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: essure removed was scheduled. Type of removal surgery : hyst. (Partial). Insertion details:trailing coils: left 1 right 2. All symptoms were resolved immediately after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 30-oct-2020: pfs received. Case became serious incident as removal was done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a 22-year-old female patient who had essure (batch no. B97490) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included body mass index normal and vaginal discharge. Family history included cancer (grandmother/aunts ¿ cervical). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and amnesia ("neurological conditions or problems ¿ memory loss;"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and weight fluctuation ("weight flactuation") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, bleeding menstrual heavy, migraine, headache, weight increased, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, amnesia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: essure removed was scheduled. Type of removal surgery : hyst. (Partial). Insertion details:trailing coils: left 1 right 2. All symptoms were resolved immediately after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Batch no b97490 production date 2013-11-26 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.